Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient was doing their stage one and their wire that connected on the outside of the body got caught in the door that was behind them, and they pulled hard without realizing they were tangled and the lead was dislodged. The doctor had an x-ray done and the lead had been pulled back into the sacrum area. The patient noticed more tailbone sensation than before and they were switched to a different program that was more comfortable. A revision was planned for (B)(6) 2024. .